Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported during the procedure two of the main working trocars began to leak co2 due to the tear in the seals. One 511sd was switched for a new one during the procedure. At the end of the procedure four trocars were examined and tears were found in the gasket seals. Also, the sw100 suture assist was used and the knots slipped after deployment. The endostitch was then used. There was no consequence to the pt.